Manufacturer narrative:
Na

Event description:
Reporter reported, the ventilator power supply had failed. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The distributor's service engineer reported finding a blown fuse on the power supply. The service engineer reported the power supply snubber pcb had also failed. Visual inspection of the snubber pcb showed signs of overheating. The service engineer replaced the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. The power supply was requested to be returned to the manufacturer for failure analysis and testing.